Event description:
It was reported loss of capture was observed on the atrial and ventricular channel post implanting procedure. Technical services discussed performing atrial and ventricular capture tests again and extending the pacing pulse width in both chambers. The patient was checked in clinic and the device was working fine. No intervention has been done as the device remains implanted and will be monitored. The patient was in stable condition.